Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken in which the patient's lead was explanted, the lead site was repositioned, and the lead was replaced to address the issue.

Manufacturer narrative:
Corrected data: health effect - clinical code updated to reflect movement disorder resulting from ineffective therapy from the dbs system.